Manufacturer narrative:
Intraocular lens was not implanted. Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) had an unfolding issue. There was contact with the patient's left eye. During follow up, it was clarified that the problem was with the insertion mechanism of the iol. The user did not hear the click when the injector was positioned. The user checked that it was well positioned and that the inserter was advanced. When the user screwed the plunger to insert the iol, the iol was advancing normally. However, the iol stopped advancing when it was half-inserted into the left eye. The iol was removed without a problem. Another iol was used to successfully complete the procedure. There was no incision enlargement, no sutures, no vitrectomy, no other medical or surgical intervention required. The patient was doing very well when discharged. No additional information was provided to abbott medical optics.